Manufacturer narrative:
(B)(4). Although product examination could not be performed as no product was returned for this complaint, this complaint is confirmed as the account admitted to cutting the wire to the battery pack. The reported event claimed that the wire had been cut and the battery pack ruptured shortly thereafter. It is known that cutting the wire can create a short circuit within the battery pack. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿ the root cause for this complaint is that the customer cut the wire, creating a short circuit within the battery pack. This short circuit caused the reported event.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported the battery pack was cut during cleaning. The battery pack then sat on a table in the operating room and after about 60-90 seconds exploded. There was a loud pop, smoke emitted, and the battery acid leaked out. There was no patient or surgeon involved. Information received on (B)(6) 2016 confirmed that event took place following surgery, there was no delay, and no alternate product was required to finish the procedure.